Event description:
It was reported that the right ventricular lead exhibited noise, which led to noise reversion episodes. Electrical parameters of the lead were stable. Noise was reproducible in clinic with isometrics. Lead replacement was discussed. The patient was stable.